Manufacturer narrative:
The associated complaint device was not returned for evaluation. Therefore, no product analysis could be performed. This event was reported from a literature review. After repeated requests, smith and nephew has been unable to obtain device details. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, a device history record review cannot be completed. Also, a complaint history review could not be performed due to lack of device information. Our clinical evaluation could not be performed at this time as no clinical supporting documentation was provided. However, the ¿complex tibial condition¿/¿osteomyelitis and right lower leg fracture¿ cannot be ruled out as contributing factors to the reported amputation at 226 days during the tsf study. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a patient was involved in a taylor spatial frame study due to an osteomyelitis, right lower leg fracture. In addition, it was reported that the leg was amputated, with continued infection. The reasons for the amputation are not known at the moment. There is no information in the study to connect the device with the amputation.